Manufacturer narrative:
Block h3: the device was returned for analysis; however, the investigation is still in progress. A supplemental report will be submitted when the investigation is complete or if additional relevant information becomes available. Block h6: imdrf code a150101 captures the reportable event of failure to deploy. Imdrf code a0401 captures the reportable event of cinch wire break. Imdrf code f2301 captures the reportable event of additional device required.

Event description:
It was reported to boston scientific that suture cinch was utilized during an unknown procedure on (B)(6) 2026. During the procedure, when using the cinch, the wiring in the handle broke when closing. The cinch plug deployed but handle was broken. The cinch was manually deployed. Procedure was completed with the original device. No patient complications were reported as a result of the event.